Manufacturer narrative:
The synchroseal instrument was evaluated by the quality engineering (qe) team. Based on the investigation, the probable root cause of detached fragment(s) is attributed to a dislodged jaw cover. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that no missing material was found outside of the surgical procedure, nether within the patient. No fragment(s) fell into the patient as a result of having a dislodged jaw cover on synchroseal instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged jaw cover. The jaw cover was found to be missing from its normal position and it was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument did not apply sync mode. A message stating ¿not enough tissue¿ appeared constantly, despite of surgeon having enough tissues between the jaws. Use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure and no known impact or patient consequence was reported.